Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited dislodgements with multiple positioning attempts which also led the helix unable to retract. The physician stated that tissue was stuck in the screw. A new lead was used instead. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.